Event description:
It was reported that there was an error resulting in loss of pressure mode of ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control panel was replaced to resolve the issue. Customer contact reports no patient information is available. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.